Event description:
The hill-rom field technician reported that the nurse call feature did not work on the left head siderail on this bed, he found that communication cable in the siderail was defective. He replaced the cable, and the nurse call operated as designed. There were no reported adverse events associated with this product malfunction.